Event description:
The customer reported that sometimes, the device can't be turned on.

Manufacturer narrative:
(B)(4). The customer reported that sometimes, the device can't be turned on. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.